Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. Beginning maybe two days ago, ov ER the weekend, the patient stated that it seems like all of their settings are gone and the adaptive stimulation (as) is off. Patient services reviewed to turn as back on. The patient was able to do so. The patient requested to get in touch with a manufacture representative (rep). Patient services sent out an email to local reps and redirected the patient to follow up with their healthcare professional (hcp). There were no patient symptoms reported and no complications reported.